Event description:
The customer reported to olympus the evis lucera elite colonovideoscope, had a weak air/water supply. The issue occurred during an unknown event. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that there was a foreign matter/ nozzle clog. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. It was unknown if there was a delay to starting precleaning, the air/water nozzle was flushed with air and water, it was unknown if the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the following: : due to clogging of nozzle, air supply volume does not meet the standard value; due to clogging of nozzle, water removal ability does not meet the standard value, nozzle has foreign objects, scope connector is dirty due to water leakage, due to wear of angle wire, bending angle in upwards direction does not meet the standard value, due to wear of angle wire, the play of upwards / downwards knob is out of the standard value, adhesive on bending section cover or distal sheath rubber has a chip, bending section cover or distal sheath rubber has white-clouded area, protector of universal cord on control section side has a scratch, protector of universal cord on scope connector side has a scratch, plastic distal end cover has a scratch, and connecting tube has a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although the defects found during evaluation were confirmed, the foreign material in the nozzle could not be specified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle could not be identified. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.